Manufacturer narrative:
Additional information not available/included in initial report - findings from the manufacturer's product investigation completed on 17-oct-2017, as noted below: only the empty outer box was received on 04-oct-2017 - without the intraocular lens. No abnormalities were found in production and inspection records of the product. Possible causes: exact root cause is not determined. From our investigation, we believe this issue is not product related. Additional information not available/included in initial report - risk analysis conducted on the product line and failure code, as noted below: a review of the most recent complaint trending data indicates no significant trends have been identified at this time, and no CAPA is required as part of product evaluation. This event can now be considered closed.

Manufacturer narrative:
Hoya device is pending evaluation. (B)(4).

Event description:
It was reported that the lens was implanted and removed due to unknown reason. Reportedly doctor stated the lens did not look right in the eye. The incision was enlarged but no sutures were used. Backup lens was implanted with no issue. Additional information has been requested but not received.